Event description:
Received information regarding a cartridge alarm 1 during basal delivery. Reportedly, there were scratches at the base of the cartridge. Customer's blood glucose level was 246 mg/dl. The customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.